Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio found that the device would not power on. The analog pcb assembly was evaluated further and it was observed that filter, designator fl9, had excess leakage current that depleted the hybrid layer capacitor (hlc) batteries. The excess leakage current was determined to be due to process residue. The customer received a replacement device.

Event description:
The customer reported to physio-control that their device was showing the attention and charge-pak icons. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio found that the device would not power on to download device data, or to charge and shock.

Manufacturer narrative:
The initial medwatch report should have indicated "recall" in section recall. The initial medwatch report should have indicated "3015876-02/08/2013-001c" in section correction/removal number.